Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had reused the cartridge. A new cartridge was loaded resolving the issue. The customer's blood glucose level was 210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.